Event description:
The patient reported,that her synergy ins had been moving closer to the skin's surface and that the skin over the ins had become dry and scaly and burned with the application of lotion. The hcp confirmed that,the patient experienced redness, swelling, pain and incisional wound opening at the device pocket site. A culture was obtained from the device pocket but no predominant organism was identified. Both IV and oral antibiotics were administered, the total device system explanted, and the infection resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.